Event description:
It was reported that a user applied a new freestyle libre 3+ sensor for use with the ilet bionic pancreas system and experienced a pairing failure, after which the pump was restarted and the sensor displayed a warmup timer and subsequently paired, with education provided on the required warmup period. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, and resolution after troubleshooting and education. User support included guidance to restart the pump, verify sensor warmup, and reattempt pairing. Investigation of this case revealed a transient connectivity or initialization issue that resolved with standard restart and warmup procedures, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient system behavior consistent with normal sensor warmup and reconnection.